Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the articular surface is broken. The lateral [on left knee] post cracked.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device finds the smaller post is cracked and the smaller balseal is damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6)2015. CAPA(B)(4). Determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA(B)(4). Will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419.